Event description:
Facility reported that "venous needle became dislodged while pt slept. Access was secured and visible. During a restless moment, the pt jerked his access arm, causing the dislodgement. Approx 300 cc's blood loss noted. Volume was replaced with 300 ml saline. Dr (B)(6) was made aware of event. Orders were received and noted. Pt denied dizziness or chest pain. Bp 99/50 rr 18 and unlabored."

Manufacturer narrative:
Date (B)(4) 2009, based on the results of jmsna's clinical affairs investigation, the clinic mgr stated that "the pt did cause the dislodgement by moving while he slept." There was no defect on the needle before, during or after the treatment. Conclusion: based on the results of jmsna's clinical affairs investigation, there was no evidence that the needle contributed to this event. The clinical mgr stated that there were no needle defects identified before or after the incident. There was no malfunction on the needle itself. From our preserved sample eval and DHR review, the complaint lot met the qa specs prior releasing it to the market. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of our product. We assure you that jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.